Manufacturer narrative:
The reported event of detachment of device header was confirmed. As-received device was visually inspected and header of the device was found to be cracked and separated from the metal can due to excessive force used by user. This is consistent with improper handling of the device header by user. A device history record (DHR) review was performed in order to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Analysis performed on the session record, indicated normal device functionality. The implant duration exceeds the projected longevity indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine explant procedure, the header of the device was found to have detached from the can of the device. The physician suspected the device damage had happened prior to the procedure, however, the cause was unknown. The device was explanted to resolve the event. The patient was in stable condition.